Event description:
Leica biosystems received a complaint regarding "damaged" tissue samples. On (B)(6) 2016, a leica biosystems representative was advised that: "the clinical head is currently making her assessment on the cases which have been affected. At this stage, all 70 cassettes have been compromised and they estimate that all 10 patients will require re-biopsy." An identifier, age or date of birth and gender was requested for each affected patient. Further information communicated to leica biosystems on(B)(6) 2016 indicated that patient details would not be provided. On (B)(6) 2016, leica biosystems received the following statement from the clinical head histopathology: "the outcome of our investigation into clinical consequences is that 3 patients have required rebiopsy under local anesthetic to reach tissue diagnosis. No surgical intervention or death/serious injury has occurred. There has also been no impairment of body function or permanent damage to a body structure". Investigation of this complaint by leica biosystems is in progress. Refer to MFR. Report# 8020030-2016-00079 and #8020030-206-00080 for the other patients involved.

Manufacturer narrative:
Investigation of this complaint found that the cassettes loaded into retort b by a user at 17:08:58 pm on (B)(6) 2016 remained in the dry retort at 65ºc until 09:37 am on (B)(6) 2016 when retort b was accessed. The tissue samples had remained in retort b at 65ºc without being covered by reagent for approximately 65 hours. At 17:08:50 pm and 17:08:52 pm on 28 october, a user acknowledged the following information: "incompatible reagent in retort. Clean retort or edit protocol, retort b." At 17:10:16 pm on (B)(6) 2016, the user selected <start>; and the <run validation checks> dialog box was displayed to the user. The <run validation checks> dialog box displayed the following information: "wax residue in retort b is incompatible with formalin. Clean retort or use "edit steps" in scheduling dialog to start protocol with a compatible reagent." The instrument functioned as designed in the circumstances involved by preventing the user from starting a protocol in retort b; and notifying the user that the protocol could not be started because retort b contained wax residue, which is incompatible with formalin. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which resulted in unprocessed tissue samples remaining in a dry retort at 65ºc for approximately 65 hours. Specifically, the user acknowledged the information displayed in <run validation checks> dialog box indicating that the wax residue present in retort b was incompatible with formalin; but the user did not either clean the retort or use "edit steps" in the scheduling dialog to start the protocol with a compatible reagent as instructed and the protocol being scheduled did not start.